Event description:
It was reported that during the hip fracture repair, the coupling screw for the helical blade broke. The screw was removed using a broken screw removal set with no complications. A replacement screw was available in the operating room and the operation continued. Surgery was successful. Delay was approximately 5 minutes. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that isimac machine company manufactured the helical blade coupling screw, p/n 357.377, and lot #4740583 on po #(B)(4), for (B)(4) pieces delivered (B)(6) 2004 and processed on (B)(6) work order #(B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2004, and synthes final inspection sheet #(B)(4), created by a deviation to change shoulder, counterbore and chamfer diameters per (B)(4). The parts were released to the warehouse on (B)(6) 2004. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.